Event description:
It was reported while using bd cathena¿ safety IV catheter upon withdrawal the safety mechanism did not active. The following information was provided by the initial reporter: cannula was inserted without incident but safety housing for needle did not engage upon withdrawal. Needle was left exposed.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, one product was observed with the safety mechanism not activated and blood was observed at the needle hub flashback chamber, the other product was observed with the safety mechanism activated. A device history record review found no non-conformances associated with this issue during production of this batch. As no samples were received, the root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter upon withdrawal the safety mechanism did not active. The following information was provided by the initial reporter: cannula was inserted without incident but safety housing for needle did not engage upon withdrawal. Needle was left exposed.